Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a sunburn peeling skin and bruising under te pads. There was no alleged device malfunction contributing to the rash. It's unclear if the np who spoke with support services applied any creams or ointments to the rash. Reporting out of the abundance of caution. Outcome of the irritation is unknown.